Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
Plant investigation: the manufacturer received the actual sample of product 050-87216 on 08/16/2019. The sample was returned without its original packaging, therefore, the lot number remains unknown. During the disinfection process a leak was noticed on the cassette film. The sample was visually inspected and damaged was found on the cassette film. Per the sample evaluation, the alleged event was confirmed, however, a cause was not established. A second manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformance's or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from the cassette when removing the cassette at the end of pd treatment. The pdrn reported receiving unknown alarm during an unknown phase of treatment. It is unknown at which point in therapy the leak may have begun. The source of the leak is unknown. The pdrn was advised to discontinue the use of the cycler. A new cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, the pdrn reported that treatment was not completed. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient was treated with vancomycin 1400 mg dose via intraperitoneal administration on the date of the event and 1500 mg on (B)(6) 2019 via intravenous administration. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The cassette used by the patient is available. Provided sample return instructions. The reported cycler has been returned to the manufacturer for physical evaluation.